Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a procedure on (B)(6), 2012. According to the complainant, patient presented a worsening of walking after a "storm" dystonic and algodystrophy responsible for flexion which was accentuated with increasing doses of duodopa dystrophy on (B)(6), 2013. After lowering the dosage of duodopa with physical therapy, patient manifested an improvement of dystonic phenomena and impaired walking. On (B)(6) 2013, patient presented severe abdominal pain the physician diagnosed a gastric ulcer and the patient lost (B)(6) due to this event. The physician contributes the ulcer and weight loss to the gastrostomy tube. The peg tube was removed and the patient was treated with high-dose pump inhibitors (ppi). There were no patient serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.